Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations and as indicated by terumo cardiovascular systems. Upon further investigation of the reported event, the following information is new and/or changed: (date received by manufacturer). (Indication that this is a third follow-up report) . (Follow-up due to additional information). While submitting the initial report to the FDA for this complaint, a system error occurred which resulted in a second, duplicate initial report to be submitted. Therefore, please reject MFR # 1124841-2015-00272. All pertinent information concerning this complaint has been properly reported to the FDA in MFR # 1124841-2015-00274. All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Manufacturer narrative:
Visual inspection was performed on the actual sample upon receipt, during which no anomalies were found anywhere on the device. A review of the device history revealed no production related anomalies. The actual sample was set up on a sarns drive motor built into a saline circuit. The rpm were set at 900 and ramped up by 300 rpm every ten minutes for one hour for a maximum of 2400 rpm. During each interval, the sample was observed for any running sound anomalies. No abnormalities were detected coming from the device. The squealing sound could not be replicated. The issue is likely due to an abnormal interaction between the seal rotor and the stator surface; the complaint was confirmed. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems corporation that prior to cardiopulmonary bypass, during prime, the pumphead squealed. *no patient involvement as this occurred during prime. *product was changed out. *surgery was completed successfully.